Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. Reportedly, an obstruction was blocking the speaker holes. The customer loaded a new cartridge to resolve the issue. Additionally, it was reported that a cartridge alarm 1 occurred during basal delivery. A cartridge change was performed resolving the issue. Also, it was reported that an occlusion alarm occurred. Customer changed supplies to address the issue. Customer's blood glucose was 201-209 mg/dl.